Event description:
The hospital reported on (B)(6) 2012, that the generator was not discarded and was to be returned. The explanted vns generator was returned for analysis on (B)(6) 2012. No anomalies were identified, and the generator performed per specifications.

Event description:
Reporter indicated the patient's seizures were increased to less than pre-vns baseline level. The patient currently has an infection in the axilla which is unrelated to the vns. Reporter indicated the current infection and also possible nearing end of service of the vns generator may be contributing to the seizure increase. No vns programming changes occurred prior to the seizure increase. It was not known what seizure type was increased. Prophylactic replacement of the vns generator is likely, but has not occurred to date.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2012. The explanted generator was discarded by the hospital. The reporter also indicated vns setting changes were performed following the patient's seizure increase.

Event description:
Reporter indicated a vns patient was shaving increased seizures. The vns settings had been increased approximately one month previously. Prophylactic magnet mode stimulation was encouraged at night as an intervention. Replacement of the vns generator is likely, but has not occurred to date. Attempts for further information are in progress.